Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges the patient suffers from pain, discomfort, difficulty ambulating, toxic cobalt-chromium metal debris to be released into the tissue. Update 1/7/15 -pfs and medical records received. After review of the medical records for MDR reportability, the stem is being added for the alleged high metal ions (no labs were provided). During final impaction of the stem a small crack occured along the anterior calcar. The complaint was updated on: 2/4/2015.